Manufacturer narrative:
Permobil was made aware of the event after receiving medwatch report mw5149072. Permobil contacted the end-user who relayed they primarily use a switch control to operate the sd device, but on the day of the event, they were using the e2 tic watch. Reports they had attempted to disengage the drive via double tap, but the device continued under power, and it caused him to fall out of the w/c when going down a curb cut under power. The end user stated they did not recall if the mx2 app was in focus on the e2 watch when the event occurred. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. As the end-user reported not having any recollection if the app was in focus and reports the smartdrive device and e2 watch remain operational with no further reports of recurring behavior, permobil is unable to reach a determination as to probable root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Reports while in process of crossing a street while under power of the smartdrive mx2+, when the end-user attempted to stop drive via a tapping motion of the e2 tic watch, the device reportedly continued under power which forced the end-user to fall out of the wheelchair seating. No serious injuries were reported to have occurred as a result.